Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that her one touch verio2 meter was displaying an error 4 message when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged meter issue began on (B)(6) 2015. The patient was unable/unwilling to say how she manages her diabetes and stated that she took no action to her usual diabetes management routine as a result of the alleged meter issue. The patient reported that on (B)(6) 2015 "yesterday" at an unspecified time after the alleged issue began; she developed the symptom of "not feeling well". The patient denied receiving any treatment. At the time of troubleshooting the cca noted that this was the first time the product was being used, the test strips had been stored correctly and within their expiry date. The test strip completely drew in the blood sample and the patient carried out the correct testing steps. Cca walked through a retest and the issue remained unresolved. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.